Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that there was greater than normal resistance during reservoir fill and the insulin pump alarmed no delivery. Blood glucose value at the time of the call was 142 mg/dl. The customer called back on (B)(6) 2014 and stated that he changed the reservoir and infusion set, he used a reservoir from a different box and was able to resolve the issue. Last blood glucose value was 301 mg/dl; treated with the insulin pump. The customer was sent replacement reservoirs. The product will not return for analysis.